Manufacturer narrative:
Diopter: -14.00. Device evaluated by manufacturer. No - (other): lens not returned. Event problem and evaluation codes: (B)(4). Conclusion code(s): (unable to confirm complaint): based on the complaint history, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -14.0 diopter in the patient's right eye (od) on (B)(6) 2008. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was exchanged for a longer lens. The problem was resolved. Patient visit on (B)(6) 2015 - ucva was 20/16. See MFR #2023826-2015-01281 for left eye.